Event description:
The account generated a depressed wbc of 0.161 10e3/ul on sample ID (B)(6) processed on the cell-dyn sapphire. The sample was repeated with a wbc of 13.9 10e3/ul matching the patient's previous wbc result of approximately 13 10e3/ul. No impact to patient management was reported.

Manufacturer narrative:
Upon review it was discovered that the initial report was submitted under the incorrect manufacturer site of (B)(6), USA and manufacturer report number 1628664-2014-00241. The correct manufacturer site is (B)(6), USA. (B)(4). No customer returns were available for evaluation. Based on the submitted data and information, the incident may have been caused by a pre-analytical issue, like a clot or a constriction in the wbc dilution cup which may have contributed to the very few cells going through the flow cell. The possibility of a pre-analytical issue could not be eliminated. The discrepant wbc result for one patient sample was deemed an isolated incident specific to cell-dyn sapphire at the account. The cell-dyn sapphire system operator's manual, provides the cell-dyn sapphire operator with basic troubleshooting techniques and tools. Based on the evaluation which included review of product historical data and product labeling a product deficiency was not identified for the celldyn sapphire.